Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device stopped running. Per reporter ' you can hear the motor, but it is not running fluid through the lines.' The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was returned for analysis. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no further actions were taken. The service history review had no indication that the complaint was related to a service of the device within the review period.